Manufacturer narrative:
Device has not been explanted, product evaluation is not possible. Two x-rays were sent to manufacturer, none of them could confirm the loosening of the device. In addition, device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.

Event description:
It was reported that approximately six months post op, the screw on one side of the l4 level was loosened. The patient reported no symptoms, and no revision surgery was planned.